Event description:
Kimberly-clark corp rec'd notice on 02/10/1999 alleging that during 01/1998, pt became ill, was hospitalized and died as a result of toxic shock syndrome. Pt was allegedly using kotex security menstrual tampons.